Event description:
Boston scientific received info that after the implant of this lead, the pt experienced pulmonary edema due to heart failure. While the pt was being monitored in the hosp, a health care professional (hcp) noted loss of capture on this right ventricular lead. The pt began to pass out, however, the hcp changed the pt's position and capture was restored. An x-ray was taken after the event and it was determined a lead dislodgement had occurred. The lead was explanted and replaced. No further info is available. This report will be updated if more info becomes available. The event date provided by boston scientific occurred after the explant date. Therefore, neither date has been included in this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.